Event description:
It was reported that three promus stents were deployed during the index procedure on (B)(6) 2010 in the right coronary artery. On (B)(6) 2012, the patient was experiencing new st elevations and a cardiac enzyme test was performed. A repeat angiography and echocardiogram was also performed and angiography revealed thrombosis of the study stent(s). Revascularization was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and thrombosis, as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional promus stents are being filed under separate medwatch reports.